Event description:
An alarm was triggered during pumping, and cts confirmed that there was no adverse impact on the customer's blood glucose level. The customer attempted to resolve the issue by loading a new cartridge but was unsuccessful as the alarm continued. Technical support decided to replace the pump under warranty. The customer will use multiple daily injections (mdi) as a backup therapy and has been instructed on how to put the pump into storage mode and return it within ten days using a pre-paid label.